Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 27dec2018. International UDI: (B)(4). The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the power light emitting diode (led), which is a green color, has contact failure and turns off. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.